Event description:
It was reported that during a colonoscopy procedure, the stent failed to deploy. A walflex enteral colonic 30/25x 12 230cm was selected to treat an unspecified colonic stricture. The stricture was visualized through the non-bsc scope and an unspecified wire was placed. The stent was backloaded onto the wire and inserted into the scope. The scope was "tortuous" and attempts to advance the stent were "extremely" difficult. The stent was unable to fully advance through the scope and was removed from the patient. It was noticed that the outer sheath of the stent was stretched beyond the end of the stent impairing the stent from being deployed. The case was aborted. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.